Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-400s mg/dl). The pump supplies were changed multiple times. A correction bolus via the pump and pen injections were delivered to address the high bg. The customer did not know the cause of the high bg. As the pump supplies had been changed, tandem technical support was unable to determine a possible cause of the high bg and advised the customer to discuss the event with a healthcare provider.